Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This product was used correctly in a surgery intervention, but when removing the catheter, they found that it was broken and a part of it was inside the prosthesis. So they had to remove this piece of the catheter. As per cc form: "a part of introducer was broken and take out from the patient." A section of the device did not remain inside the patient¿s body. Part of the introducer was removed with a snare. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal while removing the intrducer. What endoscope type and channel size was used? Pentax. What was the position of the elevator? N/a, open, closed. Details of the wire guide used (diameter, type, make)? Awg2 35. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes the stent was implanted perfectly. Please advise the anatomical location of the intended target site. Bile duct. How long was the stent in the patient by the time this complaint occurred? All the stent. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a. If yes, how often was this completed? Did the patient require any additional procedures as a result of this event? Just to take out the introducer. What intervention (if any) was required? With a snare they take out the introducer. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If yes, please specify what was observed and where on the device it was observed. Stricture information: what was the length and diameter of the stricture? Where was the stricture located in the body? Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? No. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient: was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? No. If yes, at what point? Questions related to during stent placement: did the product fail during stent deployment or recapture? No. If other, please specify. Was the directional button pressed during use? N/a. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? No. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? Yes the part they take out from the patient. Questions related to during introducer withdrawal: are images of the device or procedure available? Yes. Was final stent placement confirmed using endoscopy / fluoroscopy? Yes. If yes, what was used? Both. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a. Was the safety wire fully removed before removing the delivery system? N/a, yes, no. Did any part of the product snag/get caught with the stent when removing the delivery system? We think yes. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices): what instrument was used for stent repositioning / removal? Snare. If other, please specify. Was resistance encountered during advancement and/or deployment? No. If yes, please when this was felt? Advancement or deployment. How did the physician deal with this resistance? Was the lasso (suture) loop used during repositioning.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation on 10-feb-2023 and an update to the investigation conclusions

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device was not returned for evaluation. Documents review including IFU review: prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-10-11-8-b device of lot number c1946979 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1946979; upon review of complaints this failure mode has not occurred previously with this lot #c1946979. Instructions for use and/label the instructions for use, ifu0056 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use."¿ there is no evidence to suggest that the customer did not follow the instructions for use. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to tortuous patient anatomy. It is possible that during advancement tortuous path may have caused a build-up of pressure which may have led to the flexor been broken. Summary of investigation complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.